Event description:
It was reported that the customer experienced low blood glucose levels and was hospitalized due to an issue unrelated to diabetes. The blood glucose reading was 48 mg/dl one morning, and the customer stated that she had been running low. She stated that she would eat, and the reading would go up a bit. The blood glucose reading was 58 mg/dl on the morning of the call, and she advised that she ate to treat. The customer reported that the insulin pump had a battery cap that was wearing away. She said that, upon removing the battery cap, she would keep breaking away at the plastic. She was unable to remove the battery cap. She declined troubleshoot for low blood glucose levels and requested that a replacement battery cap be sent. She was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.